Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be retrieved. The investigation is currently underway.

Event description:
It was reported that during a scheduled retrieval, a vena cava filter was noted to have two detached arms. The filter was removed without incident. No other info is able to be provided. No report of pt injury.